Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "during blood collection, blood leakage occurred due to a cut on the tubing."

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "during blood collection, blood leakage occurred due to a cut on the tubing."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged/ cut tubing was observed. In addition, (B)(4) retain samples were subjected to a visual examination for cut tubing. 1 of (B)(4) samples failed testing by exhibiting cut tubing. Therefore, the reported failure mode of damaged tubing can be confirmed based on the retain sample testing results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged/ cut tubing. Bd has initiated further root cause investigation relating to the issue of damaged/ cut tubing through corrective and preventive actions. H3 other text : see h.10.